Manufacturer narrative:
Corrected data: d4: serial number: (B)(6). H10: the radiograph images showed disc replacements at three levels with various degrees of osteolytic changes observed. Lack of pre-operative, immediate post-operative and interim timepoints hinders further interpretation. Microbiological or pathology laboratory testing results were not provided, which confirmation of reported osteolysis that could contribute to the cause of the incident cannot be determined.

Manufacturer narrative:
Additional information and the return of the device has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This was a three-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was reported that a three-level patient revised. The condition of the devices at the time of removal is unknown.